Event description:
It was reported that the patient developed an infection. The right atrial (ra) and right ventricular (rv) leads were explanted along with the ICD(implantable cardioverter-defibrillator) system. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5188687.